Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated at a follow-up exam. The ipg was tracking the patient's p-waves and pacing the ventricle, and the magnet rate was 100 ppm. Additional information received indicated the patient had undergone open heart surgery a year ago, in which electrocautery was used. Electrocautery can cause problems if it is used too close to the ipg. Therefore, cpi recommended device replacement.